Event description:
It was reported to philips that the device has a charging problem. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and found no device faults. Upon conclusion of the evaluation no device faults were found. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.